Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that while in use on a patient an 840 ventilator stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.